Event description:
It was reported that the pump failed to run at 5ml/hr entire 1000mcg of fentanyl infused, patient had to be transferred to ICU instead of being extubated. There was serious injury to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded . Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump failed to run at 5ml/hr entire 1000mcg of fentanyl infused, patient had to be transferred to ICU instead of being extubated. There was serious injury to the patient.